Event description:
The customer reported that he was pushed in the pool while wearing the insulin pump. The customer stated that the buttons were unresponsive, water under the display can be observed, and the device alarmed at time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic and motor assembly. Further testing was not performed due to the blank display.